Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was detached from the male luer. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a bond separation between the tubing and the in line bonded component (luer lock end) of a solution set which resulted in a fluid leak. When attempting to connect to the patient¿s central line, the luer lock end fell off the tubing which resulted in medication loss (norepinephrine). There was no report of patient injury or medical intervention associated with this event. No additional information is available.